Event description:
Customer reported the insulin pump is not alarming when she is low. Customer was advised it was an alarm with the sensor feature. Customer reported having multiple high blood glucose level. Customer declined to troubleshoot for high blood glucose and blood at the site. Customer stated she is running of sites, advised to try upper thigh and talk to doctor. Customer mentioned she was in a car accident due to low blood glucose levels, prior to using the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.